Manufacturer narrative:
No information provided as to reason for explant. No anomalies found in explanted devices. No further action to be taken.

Event description:
Product forwarded from medtronic; explanted devices received for analysis. No information provided as to reason for explant.